Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a hypoglycemic event at work. Patient became unruly and then unconscious. Patient reports there was a discrepancy between his dexcom cgm value and bg value at the time of incident, but does not recall details. Paramedics administered glucagon to patient. At the time of his call to technical support, patient reported being in fine condition.